Event description:
On (B)(6) 2021, neotract was made aware of a (B)(6) year old patient with a past medical history of acute prostatitis, renal calculus, gerd, depression, hypercholesterolemia, kidney stones, melanoma, and hyperlipidemia who underwent a successful prostatic urethral lift (pul) on (B)(6) 2021. Post procedure, the patient experienced constipation for five days. On (B)(6) 2021, the patient was admitted to the hospital for sepsis and a rash, where he received IV antibiotics and steroids. The physician noted that the patient may have an unknown nickel allergy. On (B)(6) 2021, the patient was discharged with oral steroids and was reported as doing well.